Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the contrast button was unresponsive, there was contamination under the contacts of all the keypad buttons and there was a hole in the cover of the audio bolus button.

Manufacturer narrative:
Submitted: 05/13/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, there was no visible keypad damage. On testing, all the keypad buttons were responsive except for the contrast button. Due to the unresponsiveness of the contrast button, the auditory functionality was not able to be tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the contact of the contrast button was noted to be misaligned. The audio bolus button was responsive however it was noted to have a hole in the button cover. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged.